Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patieints right ventricular (rv) lead has exhibited rising threshold. The physician chose to extract and replace the lead during a device change out procedure. No patient complications have been reported as a result of this event.